Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown medication (unknown concentration and dose) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. The hcp indicated that the patient had a history of pump flipping. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.